Manufacturer narrative:
Updated fields: d8, d10, h3 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: stress and an electrical component issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the flex deflectable videoscope image noise occurred. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.